Manufacturer narrative:
Clarification to h6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Clarification to e1. Address 1: (B)(6). The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Clinic manager reported that a patient injected in temple - no complications with [unspecified] juvéderm® volift¿ and in chin and jowl with juvéderm® volux¿. Immediately on completing treatment noticed "a blue reticular patch on chin", "possible vascular occlusion/ compression". Treatment applied hot compress and massage cap refill delayed. Advised that it was likely a compression not an occlusion but recommended dissolving. Patient got annoyed but understood. No further information provided. This record relates to juvéderm® volux¿. This is the same event and the same patient reported under cn-174618 (emdr-63952). This record relates to juvéderm® volux¿.